Event description:
"Inrosion" of buckling element halfway through eyewall. Currently no severe visual problem but high likelihood of later retinal detachment or blockage of vision by buckling element. Surgery was done elsewhere on 10/8/95.